Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin squirted out during manual prime. The customer¿s blood glucose was unknown at the time of the incident. Customer reported prime fill anomaly and motor did not detect reservoir. Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.